Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 493 mg/dl. The customer stated that she tested the insulin pump, and didn't see any insulin exiting. The customer experienced dry mouth, swelling inside her mouth, loss of equilibrium, loss of vision in one eye, dehydration and vomiting. The customer stated that she was also put on antibiotics while she was in the hospital because her blood glucose levels were not decreasing, and they didn't know if she had an infection or not. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer removed the infusion set, and the cannula was completely bent in a "v" shape. Found that the cannula never went into her skin. Advised the customer to always change the infusion set if experiencing high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.